Event description:
During the esophagogastroduodenoscopy, the cautery tip of a electrohemostasis catheter was dislodged. The catheter was withdrawn, but the tip was not retrieved. The pt's physician was in attendance during the entire procedure. Catheter size is 10 fr approx 1/4" long. At this date, the pt is experiencing no negative results as a result of the incident. It is being reported only to inform mfg of product malfunction.